Event description:
It was reported that during a left anterior descending artery intervention, during predilatation of the moderately calcified lesion, the 3.0x15mm trek balloon ruptured at 4 atmospheres. There was no adverse patient sequela and no clinically significant delay in procedure reported. The trek rx was prepped per the device instructions for use outside of the patient anatomy. A non-abbott balloon dilatation catheter successfully completed the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted the balloon catheter was returned with blood on the balloon and contrast in the inflation lumen and in the balloon. The noted blood is consistent with the reported rupture such that blood would be introduced into the inflation lumen during negative pressure. The balloon was loosely folded indicating it was inflated. The stylet was not returned. A test indeflator, filled with water, was used in an attempt to pressurize the balloon, but fluid was observed leaking through the tip confirming the inflation difficulty. After the tip and guide wire exit notch were plugged with pin gauges, the balloon was inflated to the 14 atmospheres with no damage noted to the balloon. There was a tear in the inner member proximal to the distal marker for a length of 3.4 cm. The returned device analysis indicated that the inflation difficulty was due to a tear in the inner member. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to a tear in the inner member was noted. Further assessment of this issue, per site operating procedures, will be performed and appropriate corrective and preventive actions will be taken accordingly.